Event description:
It was reported that the patient awoke with a blood glucose of 370 mg/dl, the ilet report showed insulin delivery stopped during the night, no device alerts occurred other than a sensor expiration notice, and the patient later found the infusion set tubing disconnected at the luer connector and then reconnected it. Customer care provided support that included communication with the patient and spouse and analysis of information they provided. Investigation of this case revealed no findings available, other than the infusion set tubing being disconnected that may have caused the hyperglycemia reported. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.